Event description:
It was reported that a malfunction occurred, identified by the code "malf 12." There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, but the customer was unable to complete the reset during the call. Technical support planned to follow up to resolve the issue and verify the pump's serial number. After assistance, the issue did not recur, and the customer was advised to continue using the pump. The customer was instructed to call back if any malfunction code recurred and confirmed their understanding.